Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the placed stent inside the vessel. Although the resolution is poor so that the single struts are not visible the contour of the stent confirms stent twisting. A stent fracture is not visible. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum.(¿) while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' In regard to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H10: d4 (expiry date: 08/2022), g3 h11: h6(method, result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during stent deployment, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate the placed stent inside the vessel. Although the resolution is poor so that the single struts are not visible the contour of the stent confirms stent twisting. A stent fracture is not visible. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instruction for use closely describes holding and handling of the system during deployment: 'confirm that the introducer sheath is secure and will not move during deployment. (¿) to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. (¿) do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment. (¿) while maintaining a fixed handle position, rotate thumbwheel to obtain initial stent wall apposition of 1 cm minimum.(¿) while maintaining a fixed handle position, place your finger in front of the deployment slide and slide it from the distal to proximal end.' In regard to pta the instruction for use state: 'predilation of the lesion should be performed using standard techniques.' And 'post stent expansion with a pta catheter is recommended.' H10: d4 (expiry date: 08/2022), g3, h6(device) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that during stent deployment, the stent allegedly fractured. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2022).

Event description:
It was reported that during stent deployment the stent allegedly fractured. There was no reported patient injury.